Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure wherein a non-rechargeable ipg was implanted due to an unknown reason. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
The reported event was an elective replacement and cannot cause a serious injury or a serious deterioration in the state of health of the patient, user or other person, and should not have been reported on a 3500a MDR form.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure wherein a non-rechargeable ipg was implanted due to an unknown reason. The explanted ipg was kept by the medical facility. Additional information received that patient does not have any issues. There was no device malfunction suspected. The patient was doing well postoperatively.